Event description:
The customer reported speaker malfunction. It is unknown if sound is still coming from the intellivue multi measurement server x2. A loss of audio cannot be ruled out based on information currently available. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: (B)(6).

Event description:
It was reported that the intellivue multi measurement server x2 had a speaker malfunction. A good faith effort (gfe) was performed and it turned out that there was no sound coming from the device at the time of the event. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips field service engineer (fse) went onsite to evaluate the device who found that the speaker was defective and needed to be replaced. A replacement of the speaker was performed by the fse. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed. If additional information is received the complaint file will be reopened.